Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician was contacted and noted irritation is due to sweating but there is no indication of medical intervention. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable